Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient had a wound evacuation due to infection. The system was later explanted due to the infection and then replaced after the wound was healed with a competitor device system. Patient was stable throughout.